Event description:
Customer reported the system is not producing images and the screen goes blank. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and associated hardware. System operates as intended.